Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-02163 / 02165 & 02176).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, tissue, muscle and bone death, bone/tissue damage, implant clicking and elevated metal ion levels. Patient's legal counsel reported that the greater trochanter allegedly fractured through an osteolytic defect during the revision procedure. Patient's legal counsel further reported that radiographs and operative reports allegedly noted osteolysis, cystic mass, a loosened acetabular cup, pseudocyst and calcar bone loss. The modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, tissue, muscle and bone death, bone/tissue damage, implant clicking and elevated metal ion levels. Patient's legal counsel reported that the greater trochanter allegedly fractured through an osteolytic defect during the revision procedure. Patient's legal counsel further reported that radiographs and operative reports allegedly noted osteolysis, cystic mass, a loosened acetabular cup, pseudocyst and calcar bone loss. The modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2013 was due to swelling, pain, pseudocyst, elevated metal ion levels, loose acetabular component and osteolytic lesions. The patient's operative report noted pseudocyst with rusty-colored fluid, osteolysis resulting in calcar bone loss, and posterior wall defect. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested additional information received from patient medical records reports dated (B)(6) 2013 reports pseudotumor of rusty-colored fluid and fracture of greater trochanter from attempts to remove modular adapter due to osteolytic defect. Medical report dated (B)(6) 2014 reports the trochanteric claw was removed from the left hip due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, tissue, muscle and bone death, bone/tissue damage, implant clicking and elevated metal ion levels. Patient's legal counsel reported that the greater trochanter allegedly fractured through an osteolytic defect during the revision procedure. Patient's legal counsel further reported that radiographs and operative reports allegedly noted osteolysis, cystic mass, a loosened acetabular cup, pseudocyst and calcar bone loss. The modular head, taper adapter and femoral stem were removed and replaced. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2013 was due to swelling, pain, pseudocyst, elevated metal ion levels, loose acetabular component and osteolytic lesions. The patient's operative report noted pseudocyst with rusty-colored fluid, osteolysis resulting in calcar bone loss, and posterior wall defect. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.